Event description:
When bottle opened there was a white powder inside which is not normal. Rptr is concerned with regards to anthrax cases, that this powder could be same. Pt has no symptoms at present. Rptr had called poison control center and is going to contact local health dept.